Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231070659); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was an ophthalmic giant segment aneurysm. Healthcare provider (hcp) crossed the aneurysm with phenom and started deploying 5mm distal to the neck of aneurysm. After deploying partially, it slipped into aneurysm and lost access. Hcp then took back the device and completed the case with another flow diverter. There was migration after deployment. It migrated to aneurysm. The pipeline was implanted at the intended location. Full wall apposition was achieved. Ophthalmic artery branches were covered by the pipeline. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was difficult navigation. There was friction during delivery of the catheter. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing flow diversion surgery for treatment of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 25 mm and a 8 mm neck diameter. The landing zone was 3.5mm distally and 4mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the internal carotid artery (ica) with a diameter of 4mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 3000. The angiographic result post procedure was good.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within an opened pipeline flex sheild and phenom 27 outer cartons and inner pouches. The pipeline flex shield device was returned within the phenom 27 catheter. ¿damage location details: the pushwire was extending out from catheter hub. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The pipeline flex shield was pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open as the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that some resistance was faced at the proximal part of the catheter.

Manufacturer narrative:
H3: device received, analysis in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was due to it being very tortuous. It was stated there was a small resistance. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire.